Manufacturer narrative:
(B)(4).

Event description:
It was reported by clinician that the atrial lead was observed to having a large far-field r-wave and when atrial pacing occurred it would capture the ventricle. The chest x-ray did not confirm dislodgement. The device was reprogrammed still able to sense p-waves so to prevent atrial pacing during inappropriate automatic mode switch, (effectively deactivating the atrial lead). The patient elderly and frail and would prefer not to perform an invasive procedure per clinician. There were no symptoms reported by patient.